Manufacturer narrative:
On 17 january 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows:the pieces were analyzed. The cup were assembled together with the ceramic liner. In the ceramic liner a visible circular sign on the entire rim was present: it is most probably due to the cup removal used to remove the shell and liner from the acetabulum. In the shell, the ha coating was totally present and a slight bone tissue was evident inside some macrostructures. From the received pieces it was not possible to determine the root cause of the event.

Manufacturer narrative:
Additional information received from the initial reporter on 30 november 2016 and includes: the revision was completed successfully on (B)(6) 2016 as planned. On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: early cup mobilization in a patient affected by parkinson's disease, few days after primary tha. According to the surgeon, the parkinson status may have contributed to the early loosening. Parkinson's disease is not a normally quoted contraindication to tha, but it is conceivable that osteointegration may be hindered by an abnormal situation that involves unusual mechanical stresses and possibly micro-movements (tremor) to the bone-implant interface. In the postoperative images, the implants look correctly positioned. There are no clues that lead to the suspect of a faulty device. Additional information received from the initial reporter on 12 december 2016 and includes: the patient had parkinson's disease already diagnosed before primary. Batch review performed on 13 december 2016. (B)(4). Not yet received.

Event description:
Revision surgery due to cup mobilization 3 weeks after primary. The patient has the parkinson and the surgeon supposed that due to major crisis of tremors caused by the disease, it was noticed an early mobilization of the cup.